Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a return of frequency and urgency. They stated they were urinating more frequently, was getting up 3-4 times at night, had urgency, and had a couple accidents. Their symptoms were gradually getting worse. It was noted that stimulation was off at 3.5 when synchronized with patient programmer. The stimulation was turned back on (confirmed seeing the icon). Patient was going to monitor symptoms for 1-2 days before making any adjustments as stim has been off. Based on her results, the patient to increase setting as needed. The indications for device use were for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information received from the patient on (B)(6) 2019 reported that the therapy being off (¿deactivated¿) occurred after they visited their son in jail as they thought security (at the jail) turned it off. There were no further complications reported or anticipated.